Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22 apr 2019. A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: visual analysis of the returned device identified deformation and creases. A weight test of the device was verified and the device was within specification. Cloudiness was present after the autoclave disinfection process in the gel. Based on the device analysis the final assessment is: no issues found related with the manufacturing. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. The device has been explanted.